Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation, tethered/ restricted leaflets, an enlarged atrium, and history of alcohol abuse for a triclip procedure. It was noted that imaging was challenging due to the enlarged atrium. A triclip xtw was placed on the anterior and septal leaflets. After deployment the clip was partially detached from the anterior leaflet. Per the physician, the partial detachment was due to the tethered leaflets. A second triclip was previously planned to reduce the tr. The second clip was implanted to stabilize the first clip. The final tr was grade 4. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported partial clip detachment and difficult imaging were due to patient anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.